Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation or objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded an elevated wbc but did not yield any organism growth. The cause of the patient¿s peritonitis cannot be determined with the information available. However, peritonitis is a well-known potential complication in patient¿s on pd therapy.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for 10 days with peritonitis. During follow-up, the patient¿s pd nurse confirmed that the patient was admitted to the hospital with peritonitis. During hospitalization, a pd culture was obtained (date unknown) which yielded an elevated white blood cell (wbc) 348, no organism growth. Reportedly, the patient was initiated on antibiotic therapy with cefazolin (1 gram) and ceftazidime (1 gram) intra-peritoneal (ip). The patient continued pd therapy in the hospital. Subsequently, the patient was discharged from the hospital and the patient has reportedly recovered. The nurse was not able to identify the cause of the event. However, per the nurse, the patient did not have any fluid leaks and indicated the peritonitis was not suspected to be related to any fresenius device or product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.